Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback at the first stop (at the arteriotomy). The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback at the first stop (at the arteriotomy). The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
The returned device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. A review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment. After a review the medwatch MFR report # was changed from 3004939290-2012-00497 to 3004939290-2013-00027. The user facility (largo medical center) filed medwatch report # 1002480000-2013-8005, for this event. The patient's age and the description of event have been updated based on the information in the user facility medwatch report.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment.